Event description:
The acra-cut perforator didn't stop once it hit the inner cortex of bone. No apparent injury to the patient, the perforator nicked the dura. After more review with staff using perforator, it was learned that they where running the perforator at a much higher psi than the manufacturer recommends. The manufacturer recommends that the speed for power drilling run at up to 800 rpm. Power unit should be first set at 60 psi and increased as needed to no more than 80psi. The staff were running at 100psi. After psi correction we have not seen anymore event reports to this point.